Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-two days post a port placement, the device allegedly had no return of blood. It was further reported that the catheter was allegedly broken from the linking shank. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that twenty-two days post a port placement, the device allegedly had no return of blood. It was further reported that the catheter was allegedly broken from the linking shank. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. Port and cath lock and were noted to be disengaged. Blood residues were noted on both the components. Port stem surface noted to be uneven and other blue color material observed on the stem. However, the photo is unclear to verify. Therefore, the investigation is confirmed for the identified material separation. However, the investigation is inconclusive for the reported broken catheter and suction issue as broken catheter photo not provided and suction cannot be verified with provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.